Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced tamper switch. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the comm board. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 03/26/2018 to the present date 12/12/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken/damaged. The lock out switch in back was not functioning. There was no patient involvement.